Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose and insulin pump had blank display. The customer¿s blood glucose was 503 mg/dl and 470 mg/dl at the time of the incident. It was reported that the insulin pump was died. The customer was treated with shot. It was reported that they had power loss and also had low battery. It was reported that the insulin pump was vibrating but did not feel it. The customer was advised the pump will need to be replaced. The customer was advised to discontinue use of the pump and was advised to refer to back up plan, per health care professional instructions. The insulin pump will not be returned for analysis.